Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three sealed eea staplers . This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a sigmoid resection the anastomosis was tight after inspection and tightness test. On the 3rd day after the procedure, an insufficiency due to poor staple formation was recognized and had to be corrected in a re-operation.